Event description:
It was reported that during a device upgrade procedure these right ventricular (rv) lead and right atrial (ra) lead were found to be implanted with an angle degree lower than 90 from the positioning of the device to lead. This acute angle relative to the device had caused the lead insulation to fail exposing the wires of the leads. Subsequently, the procedure was completed using a lead repair kit for both of these leads. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.